Manufacturer narrative:
Zimvie complaint (B)(4).

Event description:
Clinician reported that sites 9, 10 had loosened screw. Removed and replaced screw. Screw was discarded.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
Zimvie complaint (B)(4). A2: patient age is not provided / unknown. A4: patient weight is not provided / unknown. D4: lot number are not provided / unknown. E1: initial reporter¿s title and last name are not provided / unknown. This report is being submitted to report additional information. Multiple reports are being submitted for this event. The following sections are being reported: h2: if follow-up, what type. H3: device evaluated by manufacturer. H6: type of investigation. H6: investigation findings. H6: investigation conclusions. H10: additional narratives/data. One screw was not returned for investigation. Therefore, visual evaluation could not be performed. DHR review could not be performed since the lot number associated to the item was not provided. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product for similar events. Based on the investigation and risk management file review, the most likely root causes determined from the investigation are external factors (patient¿s condition) or incorrect techniques used. Therefore, based on the available information, device malfunction and the reported event could not be verified. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.